Manufacturer narrative:
H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an elekta field safety engineer was on site and felt dizzy/light headed with a voice change while working in the machine room.

Event description:
The customer reported that two elekta field safety engineers were on site and felt dizzy/light headed and one of the fse's experienced a voice change to a slightly higher pitch while working in the machine room.

Manufacturer narrative:
B5 updated. H6 updated. H10 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that two elekta field safety engineers were on site and felt dizzy/light headed and one of the fse's experienced a voice change to a slightly higher pitch while working in the machine room. It was ascertained that on (B)(6) 2025, that two elekta field engineers were back on site in order to complete a system upgrade and reported feeling dizzy/lightheaded and one of the fse's experienced a voice change to a slightly higher pitch while working in the machine room during the installation of a toolbox and performing a system upgrade. The field service engineers stated that there was no medical invention required. No faults were detected on the machine at the time of the incident. The sf6 gas was tested and found to be negative, indicating no leakage. A philips engineer confirmed that helium levels in the machine were within acceptable limits. A single helium gas cylinder is present but stored in a separate room. The only gases present in the machine room are sf6 and helium and the room is connected to the hospital's ventilation system. The hospital identified that one exhaust vent fan was not operational at the time. Dizziness/vertigo is not unusual when individuals walk through strong magnetic fields. Pitch changes are to be expected from higher levels of helium in the atmosphere than usual. It is unusual for one person to be affected because helium would be dispersed throughout the machine room and breathed in by both fse's. It is therefore assumed that any voice change by one individual (without evidence of a helium leak) would be the result of other factors not related to gases used on the system. No new hazards have been identified. Elekta have previously performed a risk assessment and assessed the severity of harm to be "insignificant" and probability to be "remote". The risk assessment concluded that the risk is considered low.